Manufacturer narrative:
Avoid exposure of your t:slim pump to temperatures below 40 degree fahrenheit (5 degree celsius) or above 99 degree fahrenheit (37 degree celsius), as insulin solutions can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer also received a valid temperature alarm as the customer was skiing in 25 degree weather. The customer's blood glucose level was 119 mg/dl. The contact declined tandem technical support's offer to troubleshoot the occlusion and reported that the temperature alarm was cleared. Insulin delivery was resumed.